Event description:
Boston scientific crm received information that this caller reported that this patient is pacemaker dependent and this device is programmed to aai configuration. P-waves were noted to be .4mv and the atrial sensitivity was programmed at .5mv. The patient's rate was 50bpm and the caller was inquiring to technical services as to what could be occurring.

Manufacturer narrative:
A boston scientific crm technical services consultant discussed the reported clinical observations with the caller. Oversensing was noted which resulted in pauses in pacing. The consultant suggested a holter study or to review the pat for the degree of heart block. The patient's physician wanted the pacemaker programmed to soo and stated the patient will need a dual chamber pacemaker in the future. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.